Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged a couple of years ago, and at that time was programmed off. The health care provider stated that the patient has been doing great, and no adverse patient effects have been reported.